Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up at the user facility during a case. The procedure was completed successfully with no delay, medical intervention, or adverse consequences.

Event description:
It was reported that the device was heating up at the user facility. There was no known patient involvement or impact.